Event description:
The company was notified that the pt's c1 device was explanted due to suspected failure. The pt was implanted with another advanced bionics device on the contra-lateral ear. Advanced bionics will provide a supplemental report when more information becomes available.